Event description:
(B)(4). Since getting essure, I have had severe bloating, heavy periods, fatigue, headaches, joint pain, increased palpitations, pelvic pain when leaning forward/pushing/stretching/walking and increased breast tenderness and abnormal menstrual cycles.